Event description:
While opening the ruby coil, the scrub tech bent the back end of the coil shaft. This was done outside of the patient with no adverse effect on the patient. A new one was used to complete the procedure without further issue.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.